Event description:
It was reported that high blood glucose occurred on (b)(6) 2026, was treated with multiple daily injections, and a bent cannula was also reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.